Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not connecting to the network since reboot. A field service engineer found that the station was unable to connect to the hospital network and displayed unidentified network. The engineer attempted to refresh the connection, but the issue persisted. Since other stations at the facility were experiencing the same problem, the engineer advised the customer to contact the hospital¿s information technology (it) department. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not connecting to the network the customer stated that the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.